Event description:
Being disabled, I used heating pad for relief without realizing until it had burned my back to the point of bleeding and blistering. I have major depression disorder and didn't care at the time to report issue, but after receiving information from amazon regarding recall and dangers, I am making sure to inform the proper authorities regarding this matter. FDA safety report ID # (B)(4).